Event description:
During use of the device for a non-clinical activity, the user reported the dehp label was not present on the device packaging. No other details regarding the nature of the event were provided. Since the event occurred during a non-clinical activity, there was no pt involvement during the event.

Manufacturer narrative:
Eval in progress, but not yet concluded.